Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one previous event for the lot referenced ((B)(4)). The event relates to the same patient who encountered pain post-surgery. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Lateral pain continuing >2 years following rthr. Metal artifact seen on MRI. During follow-up consultation with surgeon. A review by a clinical consultant concluded the patients pain was due to the incorrect selection of a large offset accolade ii stem: "use of a large offset accolade-ii stem variant in a patient with low native hip offset has contributed to increased tension across the hip joint with complaints of trochanteric bursitis requiring arthroscopic release of the iliotibial tendon." Medical intervention: (B)(6) 2017 right hip arthroscopy, buroroscopy and itb release.

Manufacturer narrative:
An event regarding patient pain involving an accolade stem was reported. A review of the provided medical records by a clinical consultant confirmed an incorrect stem offset selection. Device evaluation and results: could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded. Procedure-related factors: use of a large offset accolade-ii stem variant in a patient with low native hip offset patient-related factors none. Device-related factors: none. Diagnosis: use of a large offset accolade-ii stem variant in a patient with low native hip offset has contributed to increased tension across the hip joint with complaints of trochanteric bursitis requiring arthroscopic release of the iliotibial tendon. The lower offset version of the accolade-ii stem might have been a better choice for this patient¿s anatomy. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; a review of the provided medical records and x-rays by a clinical consultant concluded: "use of a large offset accolade-ii stem variant in a patient with low native hip offset has contributed to increased tension across the hip joint with complaints of trochanteric bursitis requiring arthroscopic release of the iliotibial tendon. The lower offset version of the accolade-ii stem might have been a better choice for this patient¿s anatomy." No further investigation for this event is possible at this time. If further information and/or device become available, this investigation will be re-opened.

Event description:
Lateral pain continuing >2 years following rthr. Metal artifact seen on MRI. During follow-up consultation with surgeon. A review by a clinical consultant concluded the patients pain was due to the incorrect selection of a large offset accolade ii stem: "use of a large offset accolade-ii stem variant in a patient with low native hip offset has contributed to increased tension across the hip joint with complaints of trochanteric bursitis requiring arthroscopic release of the iliotibial tendon." Medical intervention: (B)(6) 2017 right hip arthroscopy, buroroscopy and itb release. Update: a review by a clinical consultant concluded the patients pain was due to the incorrect selection of a large offset accolade ii stem: "use of a large offset accolade-ii stem variant in a patient with low native hip offset has contributed to increased tension across the hip joint with complaints of trochanteric bursitis requiring arthroscopic release of the iliotibial tendon."